Manufacturer narrative:
This is a duplicate report of 1818910 - 2013 - 15598. This report, 1818910-2016-13362, will be rejected. Report 1818910 - 2013 - 15598 will be kept for investigation purposes.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A search of the complaints databases against the unknown devices and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, tissue damage and toxic levels of cobalt and chromium. **update rec'd 11/05/2013 - der was received regarding the patient's (B)(6) 2013 revision, part and lot numbers were provided. Update 4/27/15-pfs received. After review of the medical records for MDR reportability, an unknown stem is being added to the complaint for the alleged high metal ions. Update 1/26/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, elevated metal ions, impingement, and broken screw while trying to remove it. The proximal piece of the screw was left in. The cup and screw are being added to the complaint.